Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit alarmed pump error during self-test due to due to resistance issue at connector. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case, cracked select button keypad overlay, peeling end cap address label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarm and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they had a power error detected alarm recurred within a week of troubleshoot of the previous occurrence. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will not be returned for analysis.